Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem was reproduced. A review of the event history log (ehl) revealed occurrences of infusions without any abnormalities. The device underwent flow rate accuracy testing at a constant rate of 40ml/hr using different vtbis. It showed a 4.15% error at a 20ml vtbi and a 6.215% error at a 40ml vtbi. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate. The pressure plate will be readjusted will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow test during testing in the biomed service department. There was no patient involvement. No additional information is available.